Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. It was mentioned that the sheath was removed from the package and prepared as usual. The sheath was introduced into the patient as normal, and the procedure was completed successfully. As per the physician opinion, the valve was not working properly, and a valve leak was possible. The physician experienced difficulty during aspiration with reduced aspiration. The aspiration was successful, but there was a reduction in the amount requiring the physician to draw multiple times to get a sufficient aspiration. The physician did not mention the reported event until the end of the procedure as the physician thought about doing other things with the procedure, but the additional steps were not necessary to complete the case, and the physician did not want to replace the sheath and reattempt the introduction. The procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve. The reported events were confirmed via analysis.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. It was mentioned that the sheath was removed from the package and prepared as usual. The sheath was introduced into the patient as normal, and the procedure was completed successfully. As per the physician opinion, the valve was not working properly, and a valve leak was possible. The physician experienced difficulty during aspiration with reduced aspiration. The aspiration was successful, but there was a reduction in the amount requiring the physician to draw multiple times to get a sufficient aspiration. The physician did not mention the reported event until the end of the procedure as the physician thought about doing other things with the procedure, but the additional steps were not necessary to complete the case, and the physician did not want to replace the sheath and reattempt the introduction. The procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.